Event description:
Product surveillance was contacted by the home patient (hp) on (B)(6) 2012 regarding an unrelated alarm. The hp mentioned that he was recently in the hospital for peritonitis. The hp stated he was unsure of when he was in the hospital or for how long. The hp stated he took antibiotics and therapy has been going well. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) for follow up information for the report of peritonitis. The pdrn stated the hp entered the hospital on (B)(6) 2012 for an infection of the peritoneum and was discharged on the (B)(6) 2012. The pdrn stated hp received IV antibiotics in the hospital and antibiotics after he was discharged. The pdrn stated that therapy is going well for the hp now. On (B)(4) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this patient. The nurse stated that he did not know what the cause of the peritonitis was. There were no issues with baxter's products or with the pd therapy. The patient has been retrained on proper technique. The patient has recovered from this event of peritonitis. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter. The assignable cause is undetermined. No packaging or batch number received therefore no batch review could be performed.